Manufacturer narrative:
Exemption number: e2014018. Implantation was in (B)(6) 2017. Manufacturing site evaluation: no product available for return. Investigation - the case was discussed with a specialist from product management. A tissue sample has been sent to the laboratory for analysis. Batch history review - the manufacturing and quality documents were not able to be reviewed due to lack of a batch number. Conclusion and root cause - based on the information available it is not possible to determine a conclusion and root cause for the failure. It is possible that the problem could be usage/patient related. Rationale - results of the laboratory analysis are not yet available. Based on the loose joint body having been in the posterior area of the knee, it could be possible that this led to a third-body wear at the peek bearing in the femoral box. The discoloration of the tissue was within the capsule. This would not likely be metallosis, where the surrounding tissue would also typically be discolored. A follow-up report will be submitted if additional information is received.

Event description:
It was reported that a patient underwent a knee revision. The original surgery date was in (B)(6) 2017 where an enduro femoral component was implanted. Postoperatively, 1.5 years later, the patient complained of retropatellar pain. Results of an x-ray showed a large foreign bone body in the posterior of the knee laterally. A revision was scheduled and then performed in (B)(6) 2018. During the revision, some black abrasion-like tissue was observed within the capsular area. A tissue sample was taken and later sent for pathological examination. It was noted that slight noises were heard when moving the knee joint. The bony foreign body was successfully removed. No signs of abrasion were visible macroscopically on the femur and tibia. The femoral inlay was removed and replaced as well as the axis components (metal rotational axis, black bearing sleeve, and locking ring). The patella implant was also exchanged. After removal of the loose foreign body, noise was no longer heard when moving the knee joint. Further information about patient condition, diagnoses, additional concomitant devices, and laboratory or diagnostic results were not provided.